Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 28 mg/dl. The cause of low bg was unknown. The customer received third party assistance from their spouse and emergency medical technician (emt), but customer did not provide how their bg was addressed. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.